Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a dexcom g7 continuous glucose monitor (cgm) ¿brief sensor issue¿ alert with temporary loss of glucose data to the ilet, and was instructed to monitor blood glucose by fingerstick until the alert cleared and to replace the sensor if glucose data did not resume. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education regarding temporary sensor signal interruption and contingency monitoring. Investigation of this case revealed a transient cgm data availability issue affecting communication to the ilet, consistent with known brief sensor interruptions, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary cgm sensor issue resulting in short-term data loss to the pump.